Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to the physician perceived it was slightly bent. A new ra was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The "unintended use error" conclusion code was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to the physician perceived it was slightly bent. A new ra was successfully implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The "unintended use error" was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.